Event description:
It was reported that on (B)(6) 2026, a 16 mm amplatzer amulet was chosen for implant using a 12f amplatzer amulet delivery sheath. Prior to opening any devices, a small appendage was noted with no thrombus present; appendage pressure was measured at 3 mmhg, and fluid was administered until pressures increased to approximately 12¿13 mmhg. The appendage was assessed on toe while the patient was asleep under conscious sedation, with the orifice measuring a maximum of 2.44 cm and minimum of 1.29 cm, and an oval landing zone measuring a maximum of 1.76 cm and minimum of 1.41 cm. No pericardial effusion was present prior to the procedure. Based on the sizing chart, an initial attempt was made to deploy a 20 mm amulet device; however, the device was repeatedly pushed out despite two positioning attempts. The device was exchanged for an 18 mm amulet based on a single landing-zone measurement of approximately 1.7 cm, in accordance with guidance not to implant a device smaller than the largest measured diameter; however, this device was also overly compressed and could not be maintained in position. The appendage was remeasured on toe as the team considered withdrawal or abandonment of the procedure, with the landing zone measuring a maximum of 1.19 cm and minimum of 1.11 cm. Given the unusually shallow appendage anatomy and a low threshold to abort, the clinical team elected to attempt placement of a 16 mm device prior to abandoning the procedure. Following repositioning of the 12f sheath, the first deployment attempt resulted in device tilting; the device was subsequently redeployed in a deeper position, with compression noted at the lobe, stability confirmed, and all close criteria assessed and met per guidelines. The device was released with no evidence of leak and remained in situ; the transseptal puncture was performed at an inferior/posterior location, and the guidewire was maintained in the upper pulmonary vein throughout all device exchanges. The patient was in normal sinus rhythm, received 8,000 units of heparin, and maintained act values above 250 seconds during the procedure; protamine was not administered at that time. At approximately 8:50 pm, while recovering in post-operative care, the patient developed hypotension and was found to have a pericardial effusion requiring heparin reversal and placement of a pericardial drain; cardiac tamponade was not diagnosed, and the drainage was performed prophylactically to prevent clinical deterioration. The effusion was delayed in onset, and while the possibility was raised that multiple device exchanges or wire manipulation within fragile tissue may have contributed, the specific cause and any direct association with a particular abbott device could not be determined. The patient remained stable following intervention, and the 16¿mm amulet device remained in situ at the time of reporting.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.